Event description:
It was reported that the jaws disassembled during a laparoscopic procedure. The inner rivet broke and some parts fell off into the patient. It was further reported that the rivet and washer were retrieved.

Event description:
It was reported that the jaws disassembled during a laparoscopic procedure. The inner rivet broke and some parts fell off into the patient. It was further reported that the rivet and washer were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The jaw hinge pin is missing and was not received with the unit. Also the hinges do not have pieces broken off. The probable root cause is user excessive force. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.